Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 03-may-2016 which describes a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2009 for permanent contraception. After the implant procedure, consumer experienced severe cramping, severe menstruation pain, severe pelvic and abdominal pain requiring medication, headaches, and significant weight loss which she reported to her healthcare provider. These symptoms also resulted in multiple emergency room visits. On or about (B)(6)-2013, she was admitted to the emergency room and was diagnosed with hemorrhaging, endometriosis and miscarriage. On or about (B)(6)-2013 she underwent a total laparoscopy hysterectomy, bilateral salpingectomy and left oophorectomy. She was admitted to the hospital after the hysterectomy for three days after the surgery and later suffered additional hospital admissions for post-operative complications. It was reported that she continues to experience pain in her lower left side, hormonal changes, and anxiety requiring medication. Follow-up received on 19-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She got pregnant and had miscarriage. A total laparoscopy hysterectomy, bilateral salpingectomy and left oophorectomy were performed. After the surgery, she suffered additional admissions for post-operative complications. These events were considered serious. Only pelvic pain and pregnancy are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Although gestational age was not provided, considering that the miscarriage occurred about 3 years and 9 months after insertion, a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to the insert. In this case, plaintiff experienced severe pelvic pain after essure insertion. About 4 years and 1 month after essure insertion, surgical interventions were performed as a result of essure and she had post-operative complications. Considering this information, a causal relationship cannot be excluded. This case was regarded as incident since surgical interventions were performed. Non-serious events were also reported. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), post procedural complication ("post operative complications"), pregnancy with contraceptive device ("pregancy") and abortion spontaneous ("miscarriage") in a 25-year-old female patient who had essure inserted for female sterilization and hysterectomy. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous (*(B)(6) 2001 and (B)(6) 2007). Previously administered products included for an unreported indication: nuvaring from 2003 to 2005 and depo provera. Concomitant products included medroxyprogesterone (depo provera) from june 2013 to september 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 27 days after insertion of essure, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In (B)(6) 2009, the patient experienced the second episode of headache ("headaches"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations") and food craving ("abnormal food cravings"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstruation pain/ cramping"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and cystitis ("bladder infection, recurrent"). In (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2013, the patient experienced weight decreased ("significant weight loss"), anaemia ("anemia") and dyspareunia ("painful sexual intercourse"). On (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). In 2013, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2013, the patient experienced abdominal pain ("severe cramping / abdominal pain"), depression ("depression"), uterine pain ("pain in her lower left side/ uterine pain") and neck pain ("neck pain"). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) with genital haemorrhage. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication (seriousness criterion hospitalization), pregnancy with contraceptive device (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), anxiety ("anxiety ") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with topiramate (topamax), cyclobenzaprine hydrochloride (flexeril), ciprofloxacin (cipro), iron, ibuprofen, vicodin (norco), surgery ((B)(6) 2013 she underwent hysterectomy with salpingo-oopherectomy ), surgery (d&c (dilation and curettage procedure) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, post procedural complication, abdominal pain, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, the last episode of headache, weight decreased, endometriosis, ovarian cyst, cystitis, anaemia, dyspareunia, fatigue, weight fluctuation, food craving, urinary tract infection, migraine, depression and nausea outcome was unknown, the hormone level abnormal, anxiety, uterine pain and neck pain had not resolved and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anaemia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, food craving, hormone level abnormal, menorrhagia, migraine, nausea, neck pain, ovarian cyst, pelvic pain, post procedural complication, pregnancy with contraceptive device, urinary tract infection, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: on (B)(6) 2013 she underwent hysterectomy with unilateral salpingo-oopherectomy and (B)(6) 2013 total hysterectomy (uterus and cervix removed). Bilateral salpingectomy was reported previously. She was admitted to the hospital after the hysterectomy for three days after the surgery and later suffered additional hospital admissions for post-operative complications. Vaginal bleeding and menorrhagia recovered after recovering from surgery. She reported another pregnancy case while essure (see case# (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Human chorionic gonadotropin positive - in (B)(6) 2013: positive pregnancy. Hysterosalpingogram - in (B)(6) 2009: not provided. Pregnancy test urine - in (B)(6) 2013: positive pregnancy. Ultrasound scan - in (B)(6) 2013: positive pregnancy . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: patient's information updated. Dob added; insertion and removal date of essure were updated. Treatment and historical drugs added; new events were added: weight fluctuations, abnormal food cravings, vaginal bleeding, menorrhagia, pregnancy (stillbirth or miscarriage), bladder infection, recurrent, depression, bladder or urinary problems or changes, migraines, headaches, anemia, nausea, dysmenorrhea, cramping, dyspareunia (painful sexual intercourse), ovarian cysts, uterine pain, neck pain, fatigue and endometriosis. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.